Manufacturer narrative:
Dae of event: (B)(6) 2019. Date of report: 30jul19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse used the manual to perform touch screen calibration to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen accuracy problem. There was no patient involvement.